Event description:
I had 2 medtronic endurant ii stents implanted for aaa procedure on (B)(6) 2013 at (B)(6). I had repeated blood clots resulting in femoral bipass when 1st stent clogged and several additional surgeries. On (B)(6) 2014 dr (B)(6), my vascular surgeon determined second stent was creating the blood clots and removed as much of the second stent as possible. I had a severe allergic reaction to the stent. Dr diagnosed allergy to the metal compound in stent. No warning about allergic reaction possibilities.